Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. All of the buttons responded properly. However, moisture damage was noted at keypad traces. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was over 200 mg/dl. Customer stated that the up button was not responding for the last 3 months. Customer felt sick and was not able to enter the correction to bolus. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer agreed to return his pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.